Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of access site bleeding is determined to be anticoagulation management because heparin was held and bleeding was controlled at the site.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured bleeding with a "definite" relationship to the impella cp device used: ¿on return from cath lab on night of (B)(6) 2024 for ECMO + impella placement, pt had extensive bleeding around impella site, evaluated by interventional fellow who tried but did not improve. Required transfusion of 3 units prbcs, 1 of platelets, 2 of cryo, 1 of ffp. Heparin held, continued on asa but plavix held for bleed. Were able to eventually control bleeding site and readily has been able to be weaned off pressors. Off pressors as of (B)(6) 2024, with groin bleeding improved and stable hemoglobin. Hemoglobin 11.3 prior to impella placement, at 8.8 morning of (B)(6) 2024.¿. The patient recovered with no sequelae.